Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: there was no pump data from the time of the event available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of high on the meter with mild increased thirst related to forgetting to prime the tubing after changing out the infusion set. The reporter was advised on priming the tubing every time the site, set, cartridge and tubing are replaced. The reporter was advised to follow up with a health care provider regarding treatment of the high blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia due to not priming the tubing.

Manufacturer narrative:
The pump has not been requested to return. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the event was related to forgetting to prime the infusion set when the supplies were changed out. The reporter stated that the pump was not implicated for the patient's blood glucose levels. No conclusions can be made at this time.